Manufacturer narrative:
The reported event was lead dislodgement. Visual examination of the lead found the helix was fully extended and clogged with blood/tissue. The measured full helix extension length was within specification as received. Visual examination of the lead did not find any anomalies.

Event description:
It was reported during in clinic follow up that the atrial lead had dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.